Event description:
The customer stated a cell-dyn ruby associated the incorrect patient name with generated results when testing for reticulocytes only. The customer did not release the incorrect patient name outside the laboratory. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). Consequences or impact to patient a follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer stated a cell-dyn ruby associated the incorrect patient name with generated results when testing for reticulocytes only. Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The investigation found the error can occur when manually entering a specimen ID which does not have a pending work order and the operator edits an existing work order specimen ID by highlighting the ID and removing it with the <del> or <backspace> prior to entering the new ID. The previously populated patient demographics remain and are associated with the newly entered specimen ID. Tracking and trending did not identify any other complaints regarding the customer's issue. Labeling was reviewed and does not instruct operators to use the [delete] and [backspace] keys for entering a specimen ID into the next open tube entry region. A deficiency was identified and an expanded investigation has been initiated to address the issue.